Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 3 MDR's filed for the same patient (reference 0001825034-2016-05291, 0001825034-2016-05291 and 0001825034-2016-05301).

Event description:
During the procedure there was difficulty impacting the active articulation construct onto the stem trunnion. The construct was seated inside the cup and the stem was aligned and placed inside the taper to complete the procedure. A forty-five minute delay resulted from the event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.